Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. New information added: d8, h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it was presumed that the procedure was delayed for 6 minutes because the spare lamp came on, the patient was moved to another room, and the procedure was completed on another clv-190. In addition, the device has not been returned to the local repair center, and no inspection results are attached because the issue was resolved by replacing the lamp. Moreover, non-olympus lamp was used. Therefore, the cause could not be presumed and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. The installation of non-olympus products is described in the instruction manual as follows. [Warning] never install a lamp that has not been approved by olympus. The use of a nonapproved lamp can cause damage to the light source and ancillary equipment, malfunction or a fire. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the light source displaying less than 100 hours. He reported event occurred in the beginning of the procedure. The patient was moved to another room and the procedure was completed with a similar device. As the event was not life threatening, the delay is expected to be short, there was no intervention or hospitalization, it does not meet serious injury reporting criteria per FDA title 21 cfr part 803.